Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported outflow graft twist could not conclusively be determined through this evaluation as no product was returned and no images depicting the twist were submitted for review. The account indicated that the reported low flow alarms were caused by the twist, and evaluation of the submitted log files confirmed the low flow events. The submitted log files contained data spanning from (B)(6) 2021 18:36:42 through (B)(6) 2021 21:10:58. A long string of low flow alarms was captured on (B)(6) 2021 when the pump flow dropped below the low threshold of 2.5lpm. The alarms occurred while the patient was connected to both the power module and batteries. Pump flow dropped to as low as 2.4lpm. Prior to and after the low flow hazard alarms, the pump appeared to function as intended and no other unusual alarms or events were captured. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(4). No product is available for investigation. The heartmate ii lvas IFU (rev. C) is currently available. ¿system monitor¿ explains that pump flow is estimated based on pump power. Section 5 ¿surgical procedures¿ outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU states that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. The IFU also states to "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The heartmate ii lvas patient handbook (rev c) is currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The relevant sections of the device history records for (B)(4) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2013. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called the hospital and informed them about a low flow alarm on the running controller. The patient was advised to come to the hospital immediately. The perfusionist connected the system to a power module and system monitor and sent log files to manufacturer. Log files analyses confirmed low flow alarms. The site assumed a thrombus and when re-opening the patient, an outflow graft twist was detected. The graft was revised and the low flow alarm resolved. The patient was doing fine.